Event description:
Reporter stated that customer received the following results on 2 different meters within 1 minute: 1. 27.4 mmol/l (mobile system) and 6.5 mmol/l (compact plus system) 2. Hi (result >33.3 mmol/l), 32.6 mmol/l (mobile system) and 10.5 mmol/l (compact plus system) sets of readings were taken on different days. No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the mobile system. Reference medwatch with patient identifier (B)(6) for the compact plus system. Manufacturer was unable to complete use testing because last available test on returned cassette was errantly consumed by investigation unit.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the mobile system. Reference medwatch with patient identifier (B)(6) for the compact plus system.